Event description:
Reportable based on device analysis completed on 01-oct-2018. It was reported that balloon leak occurred. A 12.0 x 40, 75cm mustang balloon catheter was advanced in a fibrin sheath for dilation; however, after 5-6 atmospheres, it was noted that the balloon had a leak and would not fully inflate. The device was completely removed from the patient and the procedure was completed with another device. No patient complications were reported. However, returned device analysis revealed a balloon pinhole. A visual examination of the returned device revealed that the balloon was unfolded and had been subjected to positive pressure. Blood was noted within the balloon with is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied when a pinhole leak was identified in the balloon material approximately 14mm proximal to the proximal edge of the proximal markerband. A visual and microscopic examination of the balloon identified no issues with the balloon material that have contributed to the complaint incident. A visual and microscopic examination found no issue with the markerbands of the device which could have contributed to the complaint incident. A visual and microscopic examination identified no issues with the tip that could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis.